Event description:
It was reported that the patient's blood glucose level rose to 18.0 mmol/l (324 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. It was also reported that the patient had "significant discomfort". As treatment, a new pod was applied.

Manufacturer narrative:
According to the complaint, the device will not be available for investigation because it was discarded by the patient. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula.